Manufacturer narrative:
Infection onset was reported under MFR# 2916596-2020-05707. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported patient has had a driveline infection since (B)(6) 2020. Patient was admitted (B)(6) 2020 for IV antibiotics and was discharged home (B)(6) 2020 with oral antibiotics. The source of the infection is from bacterial pseudomonas. The symptoms were redness, soreness, and drainage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of damage to the outer jacket of the patient¿s pump cable was not confirmed as no product or images were received for evaluation. Low flow alarms were confirmed via the submitted log file. According to the account, the low flows were due to hypertension. A direct correlation between (B)(6) and the reported hypertension could not conclusively be determined. Furthermore, a specific cause for the reported driveline infection could not be determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The system controller event log files contain data from (B)(6) 2020 respectively. These files capture pi events and transient low flow alarms with elevated pulsatility index (pi) values. The pump speed remained stable throughout the files. The system appeared to function as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. Both the IFU and the patient handbook contain information on how to clean and care for the driveline. These documents instruct patients to check the driveline daily for signs of damage such as cuts, holes, or tears and to call their hospital contact right away if the driveline is damaged. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that low flow alarms were observed on (B)(6) 2020. Patient blood pressure medications and diuretics were adjusted and speed was decreased to 5100 revolutions per minute (rpm). Low flow alarms resolved upon treatment for the hypertension. Cosmetic damage was observed on the driveline which was resolved by applying rescue tape. The patient was admitted on (B)(6) 2020 for driveline infection.